Event description:
It was reported that this implantable cardioverter defibrillator (ICD device exhibited high, out of range shock impedance (greater than 171 ohms). Technical service (ts) consultant reviewed device data, providing recommendations for additional testing. The ICD device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.